Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made with assistance to upload her insulin pump to the carelink, and found that she had a seizure while being at a fair and the paramedics were called. The customer stated that her blood glucose dropped to 35mg/dl, and she was given a coke and bananas. Troubleshooting was declined as customer was in rush. No further information was provided.